Event description:
A report was received that the patient's ipg was sitting in a spot that was uncomfortable when she sat in certain chairs and wore certain pant. The patient underwent a revision procedure wherein the ipg was moved more superior above patient's waistline. No device malfunction was suspected. The patient was doing well postoperatively.